Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 280mg/dl. The customer was experiencing unexplained high glucose since the night before. The event leading to her admission was dehydration. Troubleshooting was performed. Ran a fixed prime test and passed. The programming on the insulin pump was correct. The customer stated that she got a no delivery alarm shortly after it began to deliver. Instructed the customer to change the infusion set and performed the fix prime test again and passed. Advised the customer that a tubing clamp will be sent, and call back to perform the high pressure test once the tubing clamp arrives. No further info was performed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.